Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a loss of connection. No additional event or patient information is available. Data was provided for evaluation. The reported event was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. The receiver log was downloaded and evaluated, the data could not confirm the complaint. The reported event loss of connection was not confirmed. A root cause could not be determined.